Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having problems with her sensor and has been experiencing high blood glucose. During high blood glucose troubleshooting, her blood glucose was over 400 mg/dl and her current blood glucose is 189 mg/dl. She treated with a manual injection. The customer stated that the time/date were not correct and she was assisted with the programming. She stated that she had received an insulin flow blocked alarm. The customer was assisted with performing the high-pressure test which resulted with the alarm not being presented. The test was repeated and the insulin flow blocked alarm was present. She was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is not being returned for analysis. The insulin pump and the sensor will not be returning for analysis.